Event description:
Medical implant constantly receives signals causing over stimulation to implant, damaging nervous system, excessive electrical pulses to spine, causing severe curves in spine, spinal nerve damage to muscles, frequent elevated body temp and pain to groin, loss or sudden urge for bowel/urinate, brain seizures, fluid in brain stem, sudden sharp head/neck pain, sudden loss of vision, swelling in neck, vomiting, diarrhea, horse voice, inflammation in gut, flushed vessels in skin pigment, sudden movement, this device is causing traumatic brain damage every time it's activated. Over 100 documented high rf readings have been reported from implant. On (B)(6) 2026 another repeated event frequently caused by "telephone communication signals" was placed on hold, missed call appeared and ignored, severe static from disrupted frequencies, then glitching in call, my son felt signals had absent seizure, pale skin, then 2 municipalities vehicles past from of house, sudden movement, elevated body temperature, flushed blood vessels in face and both sides of lower hips, heat to back of neck. Soon as vehicles (same vehicles cause it for the past year muni trucks & muni movers for disability/seniors) left our street, signals stopped, complaints of pain 3 inches from "leads" on spine. *for over 2 years my son has felt high frequencies activated to implant on a daily basis from nearby community members sharing wifi and using bluetooth signals. Last week he was up 2 full nights in a row, 11;30pm-6:30am. Complaints of neighbors "movie" signals (computer geek) repeatedly kept playing speratic images zooming in and out of random images, soon as neighbors screen turned off, my son fell asleep. He can identify "the direct source of where frequencies are sent from." Phone calls intercepted cause signals to implant, telephone transformers from acs, gci transformers, viking electric, security officers, therapy app, teams microsoft, all these are able to send high frequencies over stimulation to implant. Contact cards from phone numbers are connected, scanning certain upc codes will activate implant. On (B)(6) 2026, (B)(6) parking lot, soon as we arrived, 2 vehicles approached car, woman passed with phone at same time, immediately absent seizure, no response, then soon as woman got in her truck parked behind us, got in phone, my son felt high rf's, suddenly facial flushed, quick movements, agitated, sudden movements, elevated temp, soon as I left area drove behind building, he felt immediate relief from signals. She circled around building, opposite direction, he again same reaction absent seizure, no response, then signals stopped and normal no activation. This occurs when the person connected will disconnect from device, which erases the data to track activation. When this happens it causes "low response in vitals." (Short circuit brain activity/void) then off balance and speech decline. *the repeated nerves stimulated, programmed therapy is compromised, never has he experienced anything good from this device, it has been used to torture and control my son from participating in daily activities, disrupt his sleep patterns, cause brain damage, impair his ability to speak, nerves stimulated in his facial and sensory system are constantly being over stimulated, causing dark spots 1/4 inch in diameter to appear where over stimulation points occur. This device is being over activated to make my son appear behavioral and false impression of his environment. This implant has caused severe damage to my son's health, he did not need this implant, those who did this was only to coverup up the hate crimes committed to children with disabilities. This needs to be investigated from the very top officials in government/medical. Providence falsified records.